Event description:
A caller reported a malfunction on the pump, identified as malfunction code "malf 0". There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised that they could continue using the pump and instructed to call back if the issue reoccurred.